Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the malfunction, and was advised to continue using the pump while contacting support if the issue recurs.